Event description:
It was reported that the device was used during a laparoscopic hemicolectomy. It was reported by the rep that during the procedure, no time was given as to when the surgeon noticed loss of pneumoperitoneum. The surgeon inspected each trocar and found the loss of pneumo as to the sound emitting from the enclosed cannula. There was no consequence to the pt.